Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture with no asystole, and impedance measurements of greater than 3000 ohms. A surgical revision was performed. After repositioning the lead, when the lead was connected to the device, impedance measurements of greater than 3000 ohms and noise were noted. The lead was tested via the pacing system analyzer (psa) with normal measurements. The lead was connected to the device again with impedance measurements of greater than 3000 ohms. A lead to header connection issue was noted. The device was therefore explanted and replaced and this lead remains in service. No additional adverse patient effects were reported.